Event description:
Pt's friend has advised that the pt has been in a coma and has been there for about a week. Did not receive from (B)(6). Dose or amount: 16mg, frequency: weekly x 3 weeks, route: injection. Dates of use: (B)(6) 2017 - ongoing. Diagnosis or reason for use: osteoarthritis. Is the product compounded: no. Is the product over-the-counter: no. Synvisc 16mg/ml pfs.